Event description:
It was reported that the surgeon attempted to insert in aq2003v silicone three piece lens, but the trailing haptic tore off after the lens was loaded. Additional info has been requested from the facility, but to date none has been forthcoming. If additional info is received, a supplemental medwatch will be sent.

Manufacturer narrative:
H6. Evaluation results - visual inspection of the returned product found one haptic tore off and missing. There was evidence of clear surgical residue and reddish residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.